Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
The patient presented to a scheduled procedure. Prior to the procedure, the right atrial lead exhibited over-sensed, high pacing impedance and capture threshold. The physician suspected a lead fracture. The lead was explanted and a leadless pacemaker was implanted. The patient condition was stable post-procedure.